Event description:
The battery was depleted after almost 9 years, a premature battery depletion is suspected.

Event description:
The battery was depleted after almost 9 years, a premature battery depletion is suspected.